Manufacturer narrative:
Insulin pump received with cracked display window corners, battery tube threads, reservoir tube lip, belt clip slot, scratched lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had cracks around the display window. No further information reported.